Manufacturer narrative:
Updated data: h2 h3 h6 image review: media files were provided for review of the event. Patient¿s executive summary was not provided for anatomical review. Fluoroscopic valve load inspection was performed and even though it appears to be a good load, the paddles are not visible in the media files provided therefore it is not possible to validate a good load. Per medtronic best practices it is recommended to slowly rotate the capsule 360° while using anterior-posterior (ap), high resolution imaging at increased magnification for the valve inspection. A pre balloon aortic valvuloplasty was performed prior to the valve implantation. The valve was deployed just prior to the point of no recapture and depth assessment was performed. Depth appeared to be approximately 5 millimeter (mm) on the non-coronary cusp in the cusp overlap view, and approximately 5mm on the left coronary cusp in the left anterior oblique (lao) view. The recommended target depth is 3 mm relative to the valve annulus. If the implant depth is =1 mm or >5 mm, consider recapture. In this case, the depth was acceptable, and a recapture was not warranted. The subsequent angiogram reveals sometime during valve release and removal of the delivery catheter system the valve dislodged aortic. It was reported that during removal of the delivery catheter system, the nose cone interacted with the frame causing the valve to dislodge. However, images of the dislodgement were not captured so it is not possible to validate cause of the dislodgement. Of note, medtronic recommends caution while withdrawing the delivery catheter system to minimize interaction with the evolut frame. Subsequently, a non-medtronic valve was implanted. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received that during the valve implant, the right femoral artery was used for access and a non medtronic guidewire was used. The valve was implanted into the native annulus using cusp-overlap technique (cot). The valve was slowly deployed and the nose cone of the delivery catheter system (dcs) was centered within the frame of the inflow valve by slight retracting the guidewire. The delivery catheter system (dcs) was not twisted or torqued during deployment. Of note, the patient had annular calcification but per the physician, it did not contribute to the dislodgement.

Manufacturer narrative:
Updated data: b5. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Conclusion: dislodgement of the valve by the distal tip is related to operator technique or experience; the device instructions for use (IFU), instructs ¿under fluoroscopic guidance, confirm that the catheter tip is coaxial with the inflow portion of the bioprosthesis¿ prior to drawing the dcs tip through the valve. It was noted that the dcs nose cone got caught on the inflow cone of the valve and the valve was pulled into the aorta. Images confirmed that the valve had dislodged aortic, however, the cause of the dislodgement was not captured. There is no information to suggest a device quality deficiency or a failure to meet manufacturing specifications that may have caused or contributed to this event. Updated: h6 medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Continuation of d10: product ID l-evolutfx-34, (lot: 0012480195); product type: 0195-heart valves; section d references the main component of the system. Other medical products in use during the event include: brand name evolut fx plus valve; product ID evfxplus-34 (serial: (B)(6) ); product type: 0195-heart valves; implant date (B)(6) 2024; medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a transcatheter heart valve procedure via a transfemoral approach, a pre-dilatation using a 24mm non-medtronic balloon was performed. The valve was loaded and fluoroscopy revealed an infold between node 2 and 3. The valve was implanted after the final release, an implantation depth of 3mm was determined, and the valve initially remained stable. However, when the delivery catheter system (dcs) was removed, the nose cone got caught on the inflow cone of the valve and the valve was pulled into the aorta. A non-medtronic valve was implanted. The patient remained stable throughout the procedure.